Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. During dissection part of evh, the btt port was not allowing co2 to get through to the tunnel. The pa reports that it seems like something was "blocked" inside the btt port. The pa opened the accessory kit to get a new btt which worked normal and they were able to finish the case. No patient harm.

Manufacturer narrative:
Updated sections: g4, g7, h2, h3, h6, h10. Trackwise # (B)(4). The device was returned to the factory on 09jan2020. An investigation was conducted on 03mar2020. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The btt was observed to be intact, no visual defects were observed. A mechanical investigation was conducted. The btt was able to inflate. No visual defects were observed on the silicone btt. A 5cc syringe, filled with saline was attached to the blue scope washer connector and squeezed the syringe to spray the saline. The saline went through the c-ring. No leaks or holes were observed during this process. The same process was repeated with the co2 line. A 5cc syringe, filled with saline was attached to the co2 line and squeezed the syringe to spray the saline. There was no backflow observed in the co2. No leaks or holes were observed during this entire process. Based on the condition of the device, the reported failure "no flow" is not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. During dissection part of evh, the btt port was not allowing co2 to get through to the tunnel. The pa reports that it seems like something was "blocked" inside the btt port. The pa opened the accessory kit to get a new btt which worked normal and they were able to finish the case. No patient harm.

Manufacturer narrative:
Corrected section: h-3 (device not eval provide code). Trackwise ID# (B)(4). The device was returned for evaluation. A follow up report will be submitted when the investigation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. During dissection part of evh, the btt port was not allowing co2 to get through to the tunnel. The pa reports that it seems like something was "blocked" inside the btt port. The pa opened the accessory kit to get a new btt which worked normal and they were able to finish the case. No patient harm.